Event description:
Sacrocolpopexy tip (ref # sacro-1s, lot # 550032059, exp 12/03/2028, mfg cooper surgical) used during robot hysterectomy/sacrocolpoxey procedure. During removal of tip from vagina, tip came apart into 2 pieces the blue portion stayed in pt while the inner white piece stayed with handle. Blue tip was successfully removed from pt but this tip should not come apart in this fashion.